Manufacturer narrative:
(B)(4). Physio-control performed a clinical review of the reported event and determined that the device use may have contributed to the patient's serious injury. Physio evaluated the customer's device. From the downloaded electronic patient record, it was verified that the device had prompted "connect electrodes". During device evaluation, the reported issue could however not be reproduced. The device had no service codes logged into its memory. In several tests, the device correctly recognized a vf each time, the device's on/off button was thoroughly tested and responded correctly each time. The device's electrode connector showed no deviations. Physio also evaluated the electrodes that were used during the event; no physical issues were observed at the electrodes, their cable or connector. The electrodes were connected for testing. They were found fully functional. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
A distributor contacted physio-control to report that their customer's lifepak cr® plus AED did not recognize the defibrillation electrodes being connected, when it was used on a patient in cardiac arrest. It was unknown how long the patient had been down, and if there were any witnesses at the time the patient collapsed.  The customer's device was connected to the patient; the patient's skin was shaved and dry. The device however did not recognize the electrodes being connected; it continued to prompt "connect electrodes". The users reported that they tried to power the device off, but the device would not respond to its on/off button. The device was then removed from the patient and manual CPR was provided by a first responder.  After approximately seven minutes, a police car arrived to the scene and a police officer took over manual CPR, while the police's AED was prepared. New electrodes were connected to the patient, and then one defibrillation shock was administered to the patient with the AED from the police. The patient had return of spontaneous circulation (rosc) and was transferred to a hospital.  Afterwards, information was received that the patient was in the hospital and was kept in coma, reportedly because of having hypoxia during the reported event.